Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination of the cylinders found that one cylinder had wear at a fold in the middle of the cylinder body. There was also a hole in the middle of the cylinder resulting in a fluid leak, which was consistent with sharp instrument damage. The other cylinder also presented a hole with broken fabric threads and resulted in a fluid leak. This hole was consistent with sharp instrument damage, as well. This cylinder did show wear at a fold in the middle of the cylinder, and a hold was identified in the outer tube from wear. Inspection of the pump found contamination of the pump, and the kink resistant tubing (krt) was worn to the filament. The contamination of the pump made it unable to be functionally tested. Based on the information available, the reported allegations were able to be confirmed.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that did not work as intended. Surgical intervention was performed to revise the device, and the physician found the left cylinder had a tear. The pump and cylinder were replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that did not work as intended. Surgical intervention was performed to revise the device, and the physician found the left cylinder had a tear. The pump and cylinder were replaced. There were no patient complications reported.